Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure due to high capture threshold and high impedance on the right ventricular lead. The procedure was postponed for further consultation with a lead extraction specialist. No further information is available at this time.